Event description:
The account obtained discrepant results when a random urine specimen gave a negative result using the hcg kit and the urine specimen gave a result = 114 mlu/ml when run on the instrument. The pt's blood was drawn and a serum result = 312 mlu/ml on the instrument. The account repeat tested the urine specimen on the device for a positive result. The pt had come to the ER for a sprained wrist and complainted of radiating right flank pain with nausea and vomiting. The pt was unsure of lmp. She was treated in the ER for a sprained wrist and referred to her dr for pregnancy follow-up.

Manufacturer narrative:
Evaluation complete-final report.